Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred after connecting the pump to a power source. Customer's blood glucose level was not impacted. Customer stated that the healthcare provider or pharmacy would be contacted to obtain alternate insulin therapy. Customer declined further assistance from tandem technical support.